Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found four other complaints regarding the lot number lot 8742583. The product reference acp2051002 lot number 8742583 has been manufactured for (B)(4) pieces in september 2022. The expiry date is september 2027. This product was made with the intermediate acp20580 "im-flush ureteric cat nx ch4.8    " lot number 7910632. This lot number was also corresponded to an intermediate product ac540580 "im-uret cat strai oliv nx ch05". The quality databases reveal other complaints for the lot number 8742583 and a corrective and preventive action is ongoing CAPA-000054 "wrong product in packaging ac5405 instead of acp205" opened on april 2023. On samples received on 4th april, we observed that a wrong product was packaged. Documentary and traceability investigation showed a labelling issue into intermediate product at the production and logistics level, ac540580 was labeled as acp20580 and conduct to this packaging error. A risk evaluation was conducted through CAPA to analyze the situation and showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, the residual risks are adequately controlled and reduced as far as possible, and the residual risk associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to damaged tip. The device was used during intervention. When they attempted to open, the device would not open and the guidewire would not go through. No other adverse patient effects were reported.